Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. Crf's received from the site indicated that stryker components were being revised with the triathlon ts system.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial component. Additional information has been requested and if received will be provided in a supplemental report. Other devices listed in this report: cat # unk, lot # unk description: unknown femoral component. Cat # unk, lot # unk, description: unknown patella. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience.

Event description:
It was reported that the subject was enrolled in the (B)(6) study. Crf's received from the site indicated that stryker components were being revised with the triathlon ts system.

Manufacturer narrative:
Medical records received and evaluation: a review of an operative report of (B)(6) 2013 and x-rays from (B)(6) 2012 by a consulting clinician was inconclusive due to lack of information. More component details are necessary to confirm that these are stryker components. Also, need are operative reports and additional x-rays to further evaluate the exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.